Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had blank display and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump stopped working and had to restart several times to fix and also had to press the bolus button several times get to work. The insulin pump will not be returned for analysis.